Event description:
The MFR's field svc engineer reported the check valve on the left tank fitting of the oxygen manifold failed to seal when the manifold was connected to wall oxygen source pressure. There was no pt involvement.

Event description:
The manufacturer's field service engineer reported the check valve on the left tank fitting of the oxygen manifold failed to seal when the manifold was connected to wall oxygen source pressure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.